Event description:
It was reported that a patient was treated with a gore® excluder® iliac branch endoprosthesis. During device advancement through the gore® dryseal flex introducer sheath, the physician noted feeling resistance. The endoprosthesis deployed early within the sheath and the olive separated from the delivery system. The partially deployed stent graft was removed from the sheath. The procedure was completed successfully. The patient tolerated the procedure.

Manufacturer narrative:
H6-code b13: additional information to the event, patient information, images and the actual device have been requested from the physician for evaluation. The answer is captured in the event description. Images showing the event are reportedly no available. A. Patient information: patient information was requested but no specific patient details have been provided. Therefore the gore reference number was used as the patient identifier (a1). H6-code b23: the actual device was requested but not provided for more than a month. Reportedly it is being prepared for return to gore. H6-code b14 and c19: a review of the manufacturing records indicated the lot met pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Cause investigation and conclusion: additional information to the event, patient information, images and the actual device have been requested from the physician for evaluation. The answer related to the event is captured in the event description. Patient information was requested but was not provided to gore. Reportedly images showing the event are no available. A review of the manufacturing records indicated the lot met pre-release specifications. The device was returned for evaluation, guidewire and the introducer sheath were not returned. The evaluation summary states the following: the delivery catheter with the broken leading end and deployed stent graft were returned. Blood residues were seen on the broken leading end of the catheter, deployed device, and hub of the delivery catheter. The device appeared to have entered the patient. The leading end of the catheter (the polyimide guidewire lumen) had broken from the rest of the catheter at the trailing olive. The polyimide guidewire lumen of the catheter had torsional fracture at the leading end of the trailing olive, but the polyimide guidewire lumen and the trailing olive bond were intact. The deployment knob was still in place and screwed into the catheter. The deployment line was still routed through the catheter and extended out of the catheter deployment line lumen but was pulled out of the deployment sleeve. The deployment line may have pulled out of the deployment sleeve due to the catheter breakage causing the stent graft device to deploy. There was a bend mark on the catheter blue tubing shaft. O no anomalies with the leading olive or its attachment to the polyimide guidewire lumen were noted. The findings from this evaluation are consistent with the reported observation for the endoprosthesis deployed early but the reported observation that endoprosthesis deployed within the sheath could not be confirmed with the available information. Additionally, the finding from this evaluation showed that the leading olive remained attached to the broken leading end of delivery catheter. Therefore, the reported observations that the olive separated from the delivery system could not be confirmed with the available information. Based on the available information and evaluation of the returned device, the likely cause for the encountered resistance during the advancement of the device within the introducer sheath could not be determined with the available information. The likely cause for the catheter breakage could not also be determined with the available information. The evaluation showed that the leading end of the delivery catheter (polyimide guidewire lumen) had torsional fracture. Based on the description of the event, this suggests that rotational forces may have been applied to the catheter during the reported difficult advancement of the device. Therefore the investigation results and the available information reasonably suggest that an unintended use error may have caused or contributed to the event. The gore® excluder® iliac branch endoprosthesis instructions for use (IFU) states the following: warnings and precautions: implant procedure: do not continue advancing any portion of the delivery system if resistance is felt during advancement of the guidewire, sheath, or catheter. Stop and assess the cause of the resistance. Vessel or catheter damage or premature deployment have occurred and may result in potential patient harms. Do not rotate the internal iliac component (iic) delivery catheter during delivery, positioning, or deployment. Catheter breakage or separation or premature deployment have occurred and may result in potential patient harms. Potential device or procedure related adverse events adverse events that may occur and / or require intervention or additional procedure time include, but are not limited to: unintentional/premature component deployment; leading end catheter component retention.

Event description:
It was reported that a patient presented with an abdominal aortic aneurysm with concomitant bilateral common iliac artery aneurysms was treated with gore® excluder® iliac branch endoprostheses. During device advancement through the gore® dryseal flex introducer sheath, the physician noted feeling resistance. The endoprosthesis deployed prematurely within the introducer sheath and reportedly the olive separated from the delivery system whilst still in the introducer sheath. The deployed endoprosthesis and the broken delivery system were removed from the patient together with the introducer sheath as a unit. The same introducer sheath and a further device were used to complete the procedure successfully. The patient tolerated the procedure.